Event description:
It was reported the pt experienced a constant burning sensation at her scs ipg pocket site. The burning worsened when the pt attempted to use the charger in addition to when the wand was placed over the pt's scs ipg. It was also reported the pt was experiencing a metallic taste in her mouth. A sjm rep was able to resolve the burning issue with reprogramming. Additionally, the physician adjusted the pt's medication which resolved the metallic taste issue. All issue have been resolved. On (B)(6) 2012, st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.